Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings. Anxiety product/procedure: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Creases/folding: creases were observed. Additional observations: yellow particles observed on the surface of the shell. Deformation observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed by x-ray. Later, patient reported rupture of "recalled" device, experienced "severe pain", "cannot sleep on that side of their body, and is visibly shrinking". Healthcare professional reported MRI results, which revealed a rupture described as "multiple loculi of extravasated silicon seen on the lateral aspect of the implant from about 3 to 5 o'clock pc largest leakage pocket is seen measuring 18mm at 5 o clock", "multiple radial folds" and "slight prominent left axillary lymph nodes likely reactive, but no evidence of silicone¿. The device has been explanted.

Event description:
Rupture was diagnosed by x-ray. Patient reported rupture of "recalled" device, experiencing "severe pain", "cannot sleep on that side of their body and is visibly shrinking".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and lymphadenopathy.

Event description:
Physician reported left side rupture confirmed by x-ray. Later, patient reported rupture of "recalled" device, experienced "severe pain", "cannot sleep on that side of their body, and is visibly shrinking". Physician reported MRI results, which revealed a rupture described as "multiple loculi of extravasated silicon seen on the lateral aspect of the implant from about 3 to 5 oclock pc largest leakage pocket is seen measuring 18mm at 5 o clock", "multiple radial folds" and "slight prominent left axillary lymph nodes likely reactive, but no evidence of silicone¿. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "moved upwards", "lumpiness", and "dual chamber capsule". Healthcare professional also reported the left side device was found to be intact upon explant.

Manufacturer narrative:
Initial reporter- phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. The device remains implanted.